Event description:
It was reported that the customer went to the emergency room due to high blood glucose. It was reported that the insulin pump had a broken seal, and it was sticky. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.